Event description:
It was reported, that the patient presented remotely via merlin.net experiencing ventricular tachycardia (vt). Review of the transmission revealed, that the implantable cardioverter defibrillator (ICD) delivered shocks, but the rhythm was unable to be converted. The patient condition was unknown.

Manufacturer narrative:
Further information was requested, but not received.